Manufacturer narrative:
(B)(6). Section d4: lot number, expiration date, UDI details of two units were not received from the customer. Section h4: device manufacturing details of two units were not received from the customer. Section g4: no 510(k) number was included in section g4 of the report because the device is a class 1 device and exempt from PMA pathway to regulatory approval. Method: the subject device, opt312 optiflow junior nasal cannula was not received at fisher & paykel healthcare (f&p) new zealand for evaluation. Our investigation is based on the information provided by the healthcare facility, and our knowledge of the product. Results: the healthcare facility reported that they had difficulties connecting the opt312 optiflow junior nasal cannula to the rt124 infant continuous flow single heated circuit. It was further reported that part of the connector piece of the cannula was removed from the device to connect the cannula to a f&p rt124 circuit. Conclusion: the subject device, opt312 optiflow junior nasal cannula, is not intended for use with the rt124 infant continuous flow single heated circuit. Based on the information provided and our knowledge of the product, the reported event appears to have occurred due to a modification made by the healthcare facility to the connector piece of the opt312 cannula, in an attempt to connect the cannula to the rt124 circuit. As part of the manufacturing process, all optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are taken throughout each batch and functionally tested for retention strength between the assembled parts. If there are any failures the entire batch is put aside for further investigation. The subject cannula would have met the required specification at time of production. The user instructions, which accompany the opt312 optiflow junior nasal cannula, show in pictorial format the correct placement and fitting of the cannula, and provide the following warnings: - "use of a non-approved accessory could impair performance or compromise safety." - "appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." Furthermore, the user instructions lists the compatible devices and compatible optiflow junior tubing kits for use with the opt312 optiflow junior nasal cannula: rt330 for mr850 humidifier.

Event description:
A healthcare facility in united kingdom reported via a fisher & paykel healthcare (f&p) field representative that they were having issues when connecting the opt312 optiflow junior nasal cannula to the rt124 infant continuous flow single heated circuit. It was further reported by the healthcare facility that the connector piece of the cannula was modified by the healthcare facility to connect to the rt124 infant continuous flow single heated circuit and that a seal could not be maintained during patient use. There was no reported patient consequence.